Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Distributor contacted dexcom on 05/31/2016 to report on behalf of patient a loss of connection and adverse event that occurred on (B)(6) 2016. The patient had purposely inactivated their out of range alarm and therefore results were not being received and the patient's hypoglycemia went undetected. The patient had a severe hypoglycemia and an ambulance was called. The ambulance staff administered glucagon to the patient. The patient was fine after receiving the glucagon. Patient was not transported to the hospital. No additional event or patient information was provided.